Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. UDI for this instrument not available. The introducing catheter was returned to the manufacturer for analysis. Analysis found that the catheter was bent or crushed near the luer lock. Analysis found that the reported event was related to a mechanical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, it was discovered that the tubing set was damaged. The site opened up another kit. There was no reported impact to patient outcome.